Manufacturer narrative:
The customer reported that the defib pads would not work during a code. There was no report of death or serious injury. The factory has not yet received the device for evaluation, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the defib pads would not work during a code. There was no report of death or serious injury.